Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient was "almost falling asleep" and fell onto the floor as she tried to walk. The cgm was displaying 400 mg/dl while the bg was checked by the patient's mother and it was 30 mg/dl. The mother provided the patient with glucose and the patient recovered. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.